Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location, further described as "fluid is coming out". This occurred during set up of the device for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. Renal therapy services discussed proper procedures per the user manual and assisted the patient to remove the supplies. The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.